Event description:
On (B)(6) 2026, a patient was prepped for a dialysis catheter placement procedure using a hemosplit hemodialysis catheter. Prior to the procedure, upon unpacking, it was reported that the contaminants were observed on the catheter. The procedure was successfully completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.